Manufacturer narrative:
H10: as the lot numbers for the devices were not provided, a lot history review could not be performed. The devices were returned for evaluation and photos were reviewed for all three malfunctions. Two malfunctions confirmed for deformation, fracture, naturally worn and fluid leak. The remaining malfunction confirmed for fracture and fluid leak. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4, h6 (device: 2889, 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak and fracture. The information was received from various sources. All the three malfunctions involved patients with no patient consequences. Of the three patients, one was male. All other details of patients were not provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak and fracture. The information was received from various sources. All the three malfunctions involved patients with no patient consequences. Of the three patients, one was male. All other details of patients were not provided.